Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Upon interrogation it was identified that the device recorded code bd indicative of battery depletion. Boston scientific technical services (ts) reviewed the device data and identified excessive magnet usage on (B)(6) 2020 which correlated to an unrelated surgical procedure. This is normal device functionality. No adverse patient effects were reported. The device remains implanted and in service.